Event description:
Prior to the implant procedure, rotation difficulty was noted on the helix of the right ventricular (rv) lead. The rv lead was replaced with no patient consequences.

Manufacturer narrative:
The field reported the lead was not inserted in the patient, but visual inspection noted the helix was clogged with tissue. After cleaning, the helix retracted and extended within specification. X-ray imaging revealed the inner coil was over-torqued. Labeling stated that if blood clogs the helix, repositioning may require a greater number of pin rotations to extend the helix and repeated repositioning attempts may impair the helix extension mechanism. The event of rotation difficulty was confirmed due to the implant procedure.